Manufacturer narrative:
No lot number was given at time of report. Per product labeling, the product is indicated for use in the mid to deep dermis for the correction of moderate to severe facial wrinkles and folds (such as nasolabial folds).

Event description:
The pt was injected in the oral commissures, lips, glabellar, frown lines and crows feet. The pt allegedly developed redness, swelling, tenderness and itching lumps at all injection sites. The pt was treated with a medrol dose pack and keflax. Additionally, she was treated with hyaluronidase and prednisone.